Manufacturer narrative:
G4:30dec2020. B4: (B)(6) 2021. Additional information was received that the issue was found during performance verification testing (pvt) and no direct patient harm. Based on this information, this is not a reportable event. The customer's biomedical engineer evaluated the device. The problem was resolved after reseating the pm pcba by the customer's biomedical engineer. No parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30 jul 2020.

Event description:
Customer contacted technical support (ts) stating that unit had error of alarm led failed. The customer reported there was no patient involvement at the time the issue was discovered. The unit is currently in covid ward and is not able to be evaluated due to facility policy. The customer advised to contact ts when unit is available for evaluation.